Event description:
(B)(4). It was reported that after implantation of a stent to treat unilateral ureterostenosis, the pt ran a continuous high fever. The doctor removed the stent after 9 days and experienced difficulty with removal of the stent. Stones were found on the surface of the stent, most of them on the pig tail. Following holmium laser lithotripsy, the stent was removed by cystoscopy and the doctor implanted another manufacturer's stent.

Manufacturer narrative:
The complaint sample is awaiting receipt to complete an investigation. Upon completion of the investigation, a follow up report will be submitted.